Event description:
During a coronary artery stenting treatment procedure, stent damage occurred. The physician was attempting to direct stent with a taxus express2 2.5x12mm drug eluting stent. While attempting to cross the lesion, a strut was bent. The stent was exchanged for another taxus stent and the procedure was successfully completed. No pt complications occurred. Pt status is satisfactory.